Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt had fallen. Afterwards, the pt began experiencing kidney pain when stimulation was on. As a result, the pt decided to deactivate stimulation but maintain the ipg via recharging as recommended. The pt will meet with an sjm representative for further investigation.